Manufacturer narrative:
On 13-dec-2021, the device evaluation was completed. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was received ruptured, but incomplete. In addition, a crease/fold was identified at the edges of the rupture. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: desire for larger implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with two 590cc mentor memorygel breast implants that ruptured postoperatively. Approximately six years after implantation, the patient wished to have a reaugmentation procedure with larger implants. It was during this surgery that the ruptures were discovered. The patient had 755cc mentor memorygel xtra devices implanted at this time as intended (catalog # shpx755, s/n (B)(4) [l] and (B)(4) [r]). No other complications were reported. This report is for the patient's left-sided device, reference manufacturer's report number 1645337-2021-06218 for the contralateral product. This was initially reported as a unilateral rupture, but additional information received on 2-nov-2021 indicated that the issue was bilateral in nature.